Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained additional information. The instrument was inspected prior to use and no damage or anything out of the ordinary was identified. The instrument did not collide with any other instruments or other hard material during the surgical procedure. A thyroid resection was being performed at the time of the issue. The entire fallen fragment was retrieved (laparoscopically using another instrument). No additional tests were required due to the issue. There was no observation of unintended energy discharge or arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified one of the distal idler pulley wheels completely missing from the distal clevis. The missing pulley wheel was not returned with the instrument. Inspection of the remainder of the distal end found no physical or cosmetic damage. No insulation damage was observed. A review of the submitted image was performed. The image showed the instrument tip with obvious damage at the conductor cap and fragments were detached from the instrument. No conclusive determination could be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that a part of the permanent cautery hook instrument's distal end broke. A piece fell inside the patient's body and the entire piece was retrieved. The user completed the procedure using the backup instrument with no further issue reported.